Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number p4rm2n, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the "device cut the vein" was it the jaws of the device that cut the vein? Or was it a clip in the jaws of the device that cut the vein? How much bleeding was there (mls)? Was a transfusion required? Were there any changes in the post-operative care of the patient due to the event?

Event description:
It was reported that during a left parotidectomy procedure, in order to remove the gland, the surgeon used medium clips. The device cut the vein. Significant bleeding led to a delay of the procedure (30 minutes). No damage on the facial nerve. The surgeon ligatured with a suture.

Manufacturer narrative:
(B)(4). Batch # p92k7p. Device analysis: the analysis results found that the msm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 14 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot p4rm2n number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch p92k7p number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information requested and received: when the "device cut the vein" was it the jaws of the device that cut the vein? No. Or, was it a clip in the jaws of the device that cut the vein? Yes. How much bleeding was there (mls)? About 50 ml but no measured. The most important information was the near localisation of the facial nerve. Was a transfusion required? No. Were there any changes in the post-operative care of the patient due to the event? No.